Event description:
During the preparation for a routine device exchange, noise resulting in oversensing was observed on the right atrial (ra) lead. The ra lead was connected to the new device which to resolved this event. The patient was stable.